Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the g5 mobile application did not send low notifications. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of no low notification on the g5 mobile application. A root cause could not be determined via data.